Event description:
The manufacturing representative (rep) reported that there were issues with the ins and impedances at the time of the patient's implant. The rep stated that the doctor placed the lead and tested it in the multi-lead trialing cable (mltc), and impedances were fine. The rep stated that then the implantable neurostimulator (ins) was then plugged in and impedances for electrodes 0-7 were good, 8-15 were okay, but 11 <(>&<)> 12 were above 10,000 ohms. The rep mentioned that the lead was wiped and tested again; electrodes 8-15 were all above 10,000 ohms. The rep noted that they then tried to switch ports, but the issue persisted. Another mltc was tried, but when the ins was plugged in, the same issues occurred again. The rep stated that the ins was replaced with a new one, and the issue was resolved. There were no patient symptoms reported. Indication for use is unknown. Additional information was received from the manufacturing representative stating that the ins was returned to the manufacturer. The ins was received on 2016-08-29.

Manufacturer narrative:
Fdc , fdr no longer applies. Analysis of the implantable neurostimulator (sn (B)(4)) was performed and found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.